Event description:
Pt's ot ultra meter was giving them false low bg reading which lead them to go to the ER. In 2002 at nightime (exact time was not provided), pt was at work. Pt felt numbness in their hands, tingles, dizziness, and felt like they were passing out. Pt ate a peach thinking that would help, and then immediately tested their bg. Pt claims bg was around 85mg/dl. Pt was still not feeling well, so a co-worker took them to the ER. In the ER their blood glucose was around "200something", exact reading unknown. Pt claims they were treated with IV glucose and then released. Pt would not provide any further info. They claim already spoken to a lfs rep and explained everything to them. Medical affairs rep was unable to obtain further info per notes, ccr was able to resolve the issue over the phone. Meter fell within specs.